Manufacturer narrative:
This report is submitted on august 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator and subsequently the device was explanted (B)(6) 2017 (specific date not reported).